Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the noise was now reproducible with pocket manipulations. Low, out of range, hv lead impedance was also noted. Lead replacement was planned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that several episodes of high amplitude noise were observed. Inappropriate antitachycardia pacing therapy was also noted. Noise was not reproducible in clinic with isometrics and pocket manipulation. There was also a slight increase in capture threshold. Suggested programming changes were not made.